Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. A review of provided medical records could not identify product contribution. Information provided is insufficient to investigate. The root cause cannot be determined. Based on the inability to determine root cause the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. Patient was revised for repeated dislocations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.